Manufacturer narrative:
Other, other text: h6 - evaluation codes: updated device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, no device history report (DHR) review could be performed.

Event description:
It was reported that the child had trach placed on (B)(4) 2023 and during the night the child bit into the balloon. Adverse patient effects are unknown.

Manufacturer narrative:
H4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.